Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore,consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-40463.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was over 600 mg/dl. The customer's wife stated that he had attempted to bolus and noticed a low reservoir alert. He was able to deliver 2.0 units before the alarm occurred. After changing the reservoir, infusion set and insertion set, the device worked fine. However, the caller stated that the insulin pump alarmed periodically throughout the day during bolus attempts. She stated that the device would go up to 2.0 units then alarm no delivery again. Upon troubleshooting, it was found that the insulin pump worked as designed. Explained that the issue was caused by an infusion set or reservoir occlusion. She noted that she had changed the infusion set twice and the issue recurred. Advised that a replacement infusion set and reservoir would be sent. Nothing further reported.